Manufacturer narrative:
No patient information available at time of MDR filing. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the display cable and possibly the anesthesia control board. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported that while in use on a patient, the unit displayed an internal malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.